Event description:
It was reported that during an athrectomy/stent procedure, after stent deployment, the angiogram showed haziness outside of the ostium. Another stent delivery system was advanced and would not pass. Per instructions for use all devices were removed as a unit. When flushing the guiding catheter, a piece of white spongy material was found. Reportedly, no pt injury occurred.